Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too high with resultant severe paravalvular leak (pvl). Due to the sinus of valsalva (sov) and coronary anatomy (calcified leaflets), the decision was made to snare the valve and pull it up into the ascending aorta. The snare was left in place to stabilize the valve as a second valve was loaded and introduced into the patient. It was reported that as the catheter was advancing through the frame of the first valve, it pushed the frame down. The snare was used to then pull the first valve back up into the ascending aorta while the patient¿s blood pressure began to drop. Subsequently, the second valve was removed (undeployed) and the patient was put on cardiopulmonary bypass for an open chest procedure. Upon examination, the surgeon noted that the distal struts of the valve frame had perforated through the ascending aorta. The decision was made at that time to excise the damaged portion of the aorta, remove the first abandoned valve, and proceed with a root repair with an open surgical non-medtronic aortic valve replacement (avr). No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. As reported, the inaccurate delivery (too high) of the device was likely a potential cause leading to the paravalvular leak. Inaccurate delivery is often influenced by patient anatomy and user technique. It is also likely that this event is related to patient anatomy (sinus of valsalva (sov) anatomy and/or calcification) in combination with user technical factors. However, an assignable root cause cannot be determined at this time. Complications such as, ascending aorta trauma and hypotension, are listed in the instructions for use (IFU) as potential adverse events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: it was reported that the devices are not available for return, therefore no product analysis can be performed. (B)(4).